Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead (B)(6) 2011; 5076 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient received seven inappropriate shocks for atrial fibrillation. The implantable cardioverter defibrillator (ICD) was reprogrammed, and patient has not received any shocks since. The ICD remains in use. No further patient complications have been reported as a result of this event.